Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer obtained a result of 1.3 inr on his coaguchek xs meter with serial number (B)(4); an hour and a half later his inr was 3.1 on his gp's coaguchek xs plus meter. His warfarin dose was increased overnight. The next morning the inr on his meter was 1.2. Warfarin was then stopped due to the 3.1 inr. The patient was to undergo a medical procedure on (B)(6) 2017 and was not to take warfarin again until after the procedure. The patient's therapeutic range is 2.0 - 2.5 inr. There was no allegation of an adverse event. The patient's test strips were requested to be returned; replacement product was sent.

Manufacturer narrative:
The customer returned the meter and one vial of test strips, lot 17618814, containing 4 test strips. The returned meter was tested with master lot test strips and the returned strips: donor 1: master lot: 2.9 inr. Customer's strips: 2.9 inr. Donor 2: master lot: 3.2 inr. Customer's strips: 3.2 inr. Relevant retention test strips (lot 176188-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The returned customer material and retention material comply with specifications.